Event description:
It was reported that the filter was showing in the patient image; this caused the patient to be re-exposed. They rebooted the system and once that was done the system is working as intended.